Event description:
Adverse event: cryopexy required. Malfunction: system shut down mid case. The facility biomedical engineer reported the system shut down mid case. The staff could not get the system to reboot. The surgeon performed a cryopexy to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found an unstable laser head. The laser engine needs to be replaced. The system has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).